Manufacturer narrative:
The pod was received with the soft cannula deployed. The pod data showed no errors that would indicate any issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported event. Therefore, the cause of the reported leaking during wear event could not be determined. During fluid path testing a dull needle was observed indicating an inadequate hard cannula. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.3. Hardware: iphone14.5. Cgm sensor type: g7.

Event description:
It was reported the patients blood glucose level rose to 420 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin.